Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported. Additional information received from the field indicates that the lead was exhibiting high out of range impedances and intermittent noise causing pacing inhibition.